Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the trial patient's daughter. The lead was removed due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from an advanced evaluation trial patient¿s daughter. The patient¿s daughter reported that the patient had an infection on the incision site and had a fever at the time of report. The patient was seen by a healthcare professional (hcp) and antibiotics were prescribed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was noted that the patient was scheduled for a follow up with the hcp on (B)(6) 2017. Additional information was received on 2017-apr-01. The patient¿s daughter stated that the patient was still healing from the infection. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.